Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was not returned for investigation. The data log indicates a gradual increase in purge pressure over four days, accompanied by a high alarm that was resolved by a decreasing trend over the following two days. Additionally, on the explant day, a purge system block alarm was observed, with a three-minute rise in purge pressure and a small spike in motor current. This trend also resolved with a gradual decrease over the course of ten hours. The clinical team also mentioned that the tissue plasminogen activator (tpa) was administered while a high purge pressure alarm was observed, along with monitoring of the motor current trend. The cause of the high purge pressure issue was most likely biomaterial buildup, based on data log review. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26702 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support there was high purge pressure. Tissue plasma activator was added to the purge. Support continued. Survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.